Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, defibrillation threshold (dft) testing was performed at 30 joules (j) and failed three times even with repositioning of the device pocket twice. The ev system was ultimately left implanted, and another dft test was performed in outpatient which also failed. Due to the inability to achieve the 10j safety margin desired by the physician, the physician opted to remove the ev system and implant a dual-chamber transvenous defibrillator system. No patient complications have been reported as a result of this event.